Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content in this double platelet product. There was not a transfusion recipient or pt involved at the time of the residual while blood cell testing, therefore no pt info is reasonably known at the time of the event. No medical intervention was necessary. The disposable set was discarded by the customer and is unavailable for eval. This report is being filed due to an alleged device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). The run data file indicated that the trima accel system operated as intended. The measured wbc count of the double platelet product is within the FDA's current leukoreduction acceptance guidelines of <8.0 x 10^6 for double platelet product collections. Conclusion: no failure occurred.